Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual examination identified a hole in the rv setscrew seal plug. Next, the defibrillation, pacing, and sensing functions of the device were verified to be operating normally. After the test, a hole in the right atrial (ra) seal plug was also observed. Setscrew seal plugs are designed to permit setscrew wrench insertion yet prevent body fluids from entering the header cavities. If an accessory sensing pathway is present due to fluid intrusion, there is a potential for oversensing and, thus, inhibition of pacing or delivery of inappropriate therapy.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was an attempted implant. The crt-d exhibited noise on the right ventricular (rv) channel which was oversensed and led to pacing inhibition. Boston scientific technical services (ts) reviewed the data and suspected that there were air bubbles present. Although ts offered troubleshooting, the physician elected to remove and replace the device. No adverse patient effects were reported.